Manufacturer narrative:
Na

Event description:
It was reported that the chief surgeon stated during surgery that the thread for the adjustment screw of the target device (B)(4) has loosened. According to his information, the surgery was completed successfully and the patient was not impaired by this event.